Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the auto self test with red x. There was no pt involvement.